Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a lead replacement procedure, the set screw came out of the device when attempting to connect the replacement lead. The device was explanted and replaced. The patient was fine following the procedure.

Manufacturer narrative:
The reported field event of a set screw anomaly was confirmed in the laboratory. The device was tested on the bench and it was noted that the septum over the set screw and set screw hex cavity were damaged. Visual inspection identified septum material inside the set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw.